Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the motor began to push out the bumper part of the insulin pump while the customer was performing the prime/rewind sequence. Customer's blood glucose was 123 mg/dl. It was also found the bump would also come apart when the customer delivers a bolus. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with detached end cap. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.